Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced needle stick injury-post use and whole tube push off non-patient end of needle this event was reported to have occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated the "yellow head cap tube used had serious tube push off phenomenon during blood collection. 70%-80% of the blood collection tubes would have tube push off phenomenon, and there has been a phlebotomist was stabbed and the patient was a big three-positive. The phlebotomist had injected globulin for prevention. The tube push off phenomenon caused inconvenience to the work of the department.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-23. H6: investigation summary bd received 4 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced needle stick injury-post use and whole tube push off non-patient end of needle this event was reported to have occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated the "yellow head cap tube used had serious tube push off phenomenon during blood collection. 70%-80% of the blood collection tubes would have tube push off phenomenon, and there has been a phlebotomist was stabbed and the patient was a big three-positive. The phlebotomist had injected globulin for prevention. The tube push off phenomenon caused inconvenience to the work of the department.